Manufacturer narrative:
The device was returned and evaluated. It is evident that a thermal event occurred in the area of the scooter deck. There was no evidence of beading from electrical arcing on any of the harnessing. The batteries despite being damaged (cases melted) were still fully charged. This, along with no evidence of arcing in the surrounding areas or damage to the battery terminals themselves, eliminates the likelihood of a crowbarring event on the batteries. Based on the visual inspection and electrical testing, the cause of the thermal event is unknown.

Event description:
During use, consumer noticed smoke from the batteries and got off scooter. Within a few moments, the scooter went into flames.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
During use, consumer noticed smoke from the batteries and got off scooter. Within a few moments, the scooter went into flames.